Event description:
It was reported that a volume discrepancy was noted at refill. The expected reservoir volume was 13 ml; the hcp aspirated 11 ml from the reservoir. On the date of that refill, the intrathecal dose of gabalon was increased from 200 mcg/day to 230 mcg/day for spasm control. Two subsequent refills were performed and the volume discrepancies were reported to be within normal limits (<25%).